Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 3.5g over specification.

Event description:
Negative for alcl. Per lab results findings are benign and consistent with a breast capsule most commonly associated with textured implants. There are no atypical features.

Manufacturer narrative:
B5 corrected and updated with lab results from 12/16/2021. Negative for alcl. Per lab results findings are benign and consistent with a breast capsule most commonly associated with textured implants. There are no atypical features.

Event description:
Suspected alcl reported by patient.